Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was advised on how to clear the error and resume insulin pump therapy. However, the notification light stopped flashing after the battery was removed. The customer was advised to revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed power loss due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched display window and case.